Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 400 mg/dl. They did not mention any form of treatment. They declined troubleshooting for the high blood glucose. They stated that they were having problems with the reservoir. The device will not be returned for analysis.

Manufacturer narrative:
Evaluated 3 random seal reservoirs, checked reservoirs snap-caps width dimensions. Using a new lab infusion set connected reservoirs and found easy to connect/release. Evaluated 1 open/used reservoir performed manual inspection and found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard.